Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The sample was repeated on the same instrument and resulted as expected. The cause of the discordant troponin result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.